Event description:
The customer reported having trouble with the insulin plump and she assumed that the battery was dead. The caller inserted a new battery and got a button error alarm. The blood glucose reading was 300mg/dl. The customer mentioned that she was getting her insulin pump replacement, but she misplaced the battery cap on the device returned. No further information was provided.

Manufacturer narrative:
All operating currents were within specifications. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked end cap, cracked display window corners, scratched screen, cracked reservoir tube and lip, and loose drive support cap. The device was also received with no original battery cap.